Manufacturer narrative:
Prod has not been returned to the MFR for eval. If prod is returned, eval will be completed and final report will be submitted.

Event description:
"There were 4-5 episodes of the clamp breaking during the surgery while still in the chest cavity. It broke inconsistently sometimes with the spring breaking, and sometimes the ends broke off. All pieces were fully recovered during the surgery." Pt is doing fine.